Manufacturer narrative:
(B)(4). Pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had received power error detected and replace battery now. Customer blood glucose level was 8.7 mmol/l. Troubleshooting was performed. Customer still received power error detected and replace battery now. The device will be returned for analysis.